Event description:
While transferring the resident in the mid-left, the nursing assistance heard a snapping sound ahd the lift tilted to the left with the resident suspended. The nursing assistance called for help and two more shoed up to help. The four staff members righted the lift and assisted the resident back into the bed. The resident complained of back [air. One empluyee sustained a left calf strain, and a second employee sustained neck and back strains (visited her own doctor for unspecified treatment).